Event description:
The clip applier did not release from the tissue. Another incision was required, allowing a second clip applier to be introduced and release the tissue from the first applier.

Event description:
The clip applier did not release from the tissue. Another incision was required, allowing a second clip applier to be introduced and release the tissue from the first applier.